Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that when the unit was turned on, it emitted light for about a minute or two and then displayed an error message. It was further reported that there was no light from the unit.